Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experience low blood glucose (44 mg/dl); cause was unknown. Customer was treated in the emergency room with intravenous glucose. Customer left the emergency room with blood glucose at 140 mg/dl. Tandem technical support reviewed pump history and no anomalies were identified. Customer met with endocrinologist who made appropriate changes to pump settings to address the issue.